Manufacturer narrative:
A steris service technician arrived onsite to inspect the surgical table. During the technician's inspection, he found evidence of fluid intrusion within the base of the table and smoke damage near the bottom of the column shroud. While onsite, the technician spoke with facility personnel who stated that the surgeon in the or room does not like to drape the surgical table for his procedures and the table had recently been utilized in a fluid intensive procedure. The fluid intrusion caused the electrical components within the base of the table to short resulting in the reported smoke. The technician recommended to the user facility to review their table draping procedures in response to his observation of fluid intrusion. In the event that the amount of fluid present during the procedure exceeds the ipx4 rating, it is at the user facility's discretion to ensure the table is properly draped and/or a fluid catchment device is utilized to limit the amount of fluid that may come in contact with the 4085 surgical table. The 4085 surgical table is designed to meet ipx4 fluid ingress standards, and the normal fit of the covers, along with the rtv sealant that is applied, will prevent fluid intrusion. The surgical table was manufactured in 2010 and is not under steris service agreement for maintenance activities. The user facility confirmed through follow-up with the technician that they were unaware that the table should be resealed twice a year and were not completing this maintenance activity bi-annually. Additionally, while onsite the technician counseled user facility personnel on the importance of proper maintenance, specifically that the table should be resealed 2 x a year. The technician replaced the power supply and necessary components, tested the function of the table, confirmed it to be operating according to specifications, and returned the table to service. No additional issues have been reported.

Event description:
The user facility reported that prior to the start of a patient procedure their 4085 surgical table began to smoke. No patient was on the table at the time of the reported event. No report of injury or procedure delay.